Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 380 mg/dl after forgetting to announce a meal. The user stayed connected to the device and made a meal announcement to regulate blood glucose. There was no outside medical intervention required.